Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. (B)(4). Gambro performed a complaint history file check. No further complaint was reported for this lot number.

Event description:
A patient in (B)(6) was undergoing home dialysis that included a polyflux 210 h dialyzer. Approximately two hours into the treatment the patient experienced increasing abdominal, hematuria, nausea and vomiting. Following completion of the dialysis treatment the patient went to the hospital where he was hospitalized and diagnosed with hemolysis. Upon arrival to the hospital the patient had a low grade fever of 38.2, icteric sclera and the blood samples obtained were hemolyzed. The patient has since been discharged home from the hospital. The cause of the hemolysis has not been determined.